Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an abnormal line on the image. The event was discovered during initial inspection, prior to use. There were no reports of patient involvement.